Event description:
The customer reported that the insulin pump alarmed motor error multiple times for the past two weeks. The blood glucose reading was 238mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was tilted. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the self and displacement test and they passed. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm.